Event description:
A (B)(6) male had a fuhrman pleural/pneumopericardial drainage tube placed on (B)(6) 2012 around 10:10 pm. An audible hissing sound was heard and it was immediately noticed that the tube was broke off from the hub. (This occurred about 40 minutes later). A new one was opened and used to completed. The baby was stressed due to increasing of oxygen and risk of infection (accumulated pneumothorax). "The customer" did not contain any further event details.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.